Manufacturer narrative:
Upon visual inspection, it was found that the threaded screw portion of this abutment had fractured. The review of the device history record did not provide any indication of a manufacturing deviation that would cause this condition. A definitive root cause has not been determined. UDI # (B)(4).

Event description:
The dentist reported patient presented with loose abutment. The screw portion of the abutment fractured.